Event description:
Dr complained his pt experienced abdominal pain that was diagnosed as post-colonoscopy chemical colitis. The facility where the procedure was performed utilized cidex plus to clean their pentax scopes. No medical info was provided, including why the colonoscopy was performed, pre-existing conditions, or treatments provided. There is no culture to confirm this diagnosis, the only symptom is abdominal pain.